Event description:
Same case as #6000093-2006-166. It was reported that post a coronary drug eluting stenting treatment procedure, the patient has experienced hypersensitivity reaction. A physician's assistant called in regarding a patient. She explained that the patient received 2 taxus express2 drug eluting stents, and has been experiencing "severe hypersensitivity reactions" to the stents. The patient's symptoms include "ongoing on and off rash, burning like 'skin on fire', hives and fevers" since having the stents placed in 2005. The patient is also being treated for cml, and feels as though her breathing problems have worsened since implantation of the stents. The patient was treated for scabies 2005 with negative scabies testing since. The patient has also been evaluated by a dermatologist. The patient has had medications discontinued or switched without relief of symptoms and reports worsening of the "allergy type" symptoms and breathing difficulties.